Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up button due to corroded keypad trace. No moving, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. All operating currents are within the specification. No unexpected low battery, off/no power or failed battery test alarm noted.

Event description:
Customer's husband reported that numbers are changing on the insulin pump without any input by the customer. He stated they changed the battery and then received a failed battery alarm. They were not able to clear this alarm. The blood glucose reading was 146 mg/dl. Nothing further was reported.